Event description:
The biomed reported that I tried to set up the fbu belmont in preparation for a suspected uterine rupture. It was not booting properly. I had to borrow from main or. There was no patient impact associated with this incident.

Manufacturer narrative:
The alleged incident was originally reported to belmont on 09/11/2024 and the initial decision was that it did not meet the criteria to be reportable. Subsequently, belmont received the user facility report from health canada on 09/18/2024 and the decision was per our procedure updated to reportable. The internal complaint file #(B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident has not been returned to belmont medical technologies for evaluation. This issue occurs prior to use, therefore the device would not be put into use. There was no patient involvement. The unit exhibited a calibration failure where at least one of the calibration coefficients did not match. The device was powered up in the calibration screen to prevent use of the unit during this mismatch. A precise root cause of this calibration issue could not be determined. The device history was reviewed and no other issues were identified. The unit was re-calibrated, which resolved the isue and no other issues were identified. Unit passed all pm and functional tests after calibration by the biomed. No issues found and returned to service. Although there was no patient impact and other issues noted, belmont has opened CAPA-000056 to further investigate this issue. As the device was not returned, no device malfunction could be confirmed. Therefore, no device malfunction could be verified, and the root cause could not be determined. Belmont will continue to monitor this issue moving forward.